Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that the device would freeze on the start up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that due to the device model, repair was not feasible. As a result, the customer opted to order and receive a replacement device. The likely cause of the issue can be attributed to the system pcba. The device was returned unrepaired to the customer.

Manufacturer narrative:
The customer received a replacement device. The system pcb assembly from the customer's original device was removed for further evaluation and the device scrapped by stryker. Stryker further evaluated the removed system pcb assembly. Stryker determined that the cause of the reported issue was due to the single board computer (sbc). The sbc was corrupt and no longer functioning.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that the device would freeze on the start up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised that the device would freeze on the start up screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.